Manufacturer narrative:
Follow-up #1: date of submission 10/13/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2013 with the following findings: all of the buttons are intermittently unresponsive and require multiple presses to ellicit a response. The keypad was found to be intact. Evaluation revealed contamination under all key contacts. The text on the display screen was found to be dim/faded and discolored and difficult to read. The contrast setting is at the maximum setting of '10'. Investigation revealed there was a vibration motor failure.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.